Event description:
It was reported that a new ilet pump user experienced multiple low blood glucose events after pump initiation, including a documented glucose of 59 mg/dl, with concern for receiving too much insulin while the system adapts. Symptoms included hypoglycemia. Outcomes included self-management with fast-acting carbohydrates and maintained in-range glucose at the time of the call, with no medical intervention or hospitalization. Troubleshooting and education were provided, including guidance that the system requires additional time to adapt and a recommendation to keep fast-acting carbohydrates available and to discuss therapy target adjustments with clinical support. Investigation included a review of the event details and user education. Investigation of this case revealed no device malfunction reported and that early adaptation of automated insulin dosing could contribute to hypoglycemia in new users. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.